Manufacturer narrative:
According to the customer on (B)(6) 2022 the patient's family noticed that the beds remote had fallen to the floor and was found to be melted with a burn mark on the carpet. Per the customer the bed was put in 'a few weeks ago' and nothing else was plugged into the outlet that the bed was plugged into. Per the customer the bed is plugged in throughout the day using the same outlet. Per the customer there was no noted impact to the patient as they were in a different room when the issue had occurred. The sample was returned and it was confirmed to have a melted portion on the hand pendent. A functional and visual test were performed and a definitive root case could not be determined at this time. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on (B)(6) 2022 the patient's family noticed that the beds remote had fallen to the floor and was found to be melted with a burn mark on the carpet.